Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that after completing trials, a small chip of the device was noticed while disassembling the mating device. The chip fell on the floor and was tossed. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp exhibits nicks and gouges. Additionally, the anterior section of the post feature has been fractured off. Not all pieces were returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.